Event description:
The customer reported after an upgrade the change button does not work. There was no ft involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.